Manufacturer narrative:
Batch review performed on 23 april 2018; lot 173393: (B)(4) items manufactured and released on 12 june 2017. Expiration date: 2022-05-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Shoulder dislocation about 1 month after primary: the surgeon try to reduce it without surgery, but it was impossible. So he opened the shoulder and reduce it. Surgery completed successfully without revising any implant. It is unknown if the patient had any trauma, but it's possible. The patient has psychological trouble and it's difficult to collaborate. The glenosphere was not a medacta product.